Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/10/2020. D4: batch # t5d42j. Investigation summary: the analysis results found that one pcee45a device was returned with the anvil bent upwards and with an ecr45g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The device did lock out but firing sequence was started. A few staples deployed or, did the device partially fire (start to deploy staples and cut but could not be completed)? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Some were formed but majority that were deployed did not form. If no, please provide details. If the stapler did fire was the staple line complete? No. Did the device cut? A little. If yes, was the cut line complete? No. Also, can you please provide a product code and lot number for the device(s) involved in this event? Pcee45a lot number could not be attained. And did this occur during surgery? Yes. What procedure was performed? Vats lobectomy. What is the current patient status? Patient is recovered. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Extended hospital stay as they had to convert to open.

Manufacturer narrative:
Product complaint # (B)(4). Date sent:(B)(6)2020. Corrected data: investigation summary the analysis found that one pcee45a device was returned with the anvil bent upwards and with one ecr45g cartridge loaded in the device. The cartridge reload was received partially fired 1/2 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/6/2019. Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the actual surgical procedure? What color cartridge was used? Was the device difficult to close? Did the device cut and staple the full length? How was the device eventually removed? What is the current patient status? Is the device available for return?

Event description:
It was reported that after firing the stapling device, it clamped shut, not opening. Motorized blade return activated, no success. Manual blade return activated, no success. Had to convert to an open procedure, manually pried the jaws open and removed. On initial inspection, the anvil had buckled with the blade partially returned causing the jaws to be kept closed. It had fired satisfactorily. This is a sign of the reload not being the appropriate size for the tissue involved.